Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind,basic occlusion, occlusion, prime/a33 and no delivery tests. Unit received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer states she was treated for high blood glucose of 500 mg/dl. She states she had vomiting and had an emergency room visit on (B)(6) 2014. Customer's blood glucose would fluctuate and when customer's blood glucose arose she reverted to old insulin pump and she states blood glucose would drop, therefore customer requested insulin pump to be replaced. No further information was provided.